Event description:
It was reported that during a lap adrenalectomy procedure, the shears tested and began working then stopped cutting. New shears worked most of the case and then stopped working. There was no pt consequence.